Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged air sensor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged air sensor was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the air sensor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.